Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, signal loss over an hour was found in connection to the reported allegation. The reported event of a transmitter pairing loop is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.